Event description:
It was reported the patient¿s morphine pump was ¿defective¿ and ¿cut in half¿ in 2004. The patient would ¿suddenly not have anything¿. Their son reportedly used to have to drive the patient to the hospital to get a shot of morphine and then ¿rush me to houston¿. No further information was providing including what specific patient symptoms and/or device issues occurred, if any troubleshooting or interventions were performed or how the patient was now doing. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 8709, lot# l63771, implanted: (B)(6) 1999, product type: catheter. (B)(4).